Event description:
The clinician said implant was placed in 2006, and removed two months later, because of soft tissue swelling and infection. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection.

Manufacturer narrative:
The implant was received with a non prepped abutmen and abutment screw unattached. The implant was not fractured and was examined under 10x magnification. The implant did not have any thread defects. It was then compared to a radiographic template (l0250 rev 10/03) and determined to be a ph3.5mm x 12mm implant.